Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a severely tortuous and mildly calcified vessel in the right arm. A 5.00mmx2.0cmx50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation. When the pressure was applied at the moment of expansion, the pressure did not rise as it ruptured immediately due to calcification while passing through the lesion. There was a pinhole noted on the balloon. The device was removed from the patient's body without problems and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.